Manufacturer narrative:
Physical analysis cannot be performed as product was not returned. Customer reported no osseointegration and no primary stability.

Event description:
Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.